Event description:
It was reported that an ilet bionic pancreas presented a software runtime error and delivery motor communication issue, followed by an insulin set expired alert and an unable to proceed message during a supply change, confirmed after a restart and a dry run. The user wears a compatible continuous glucose monitor (cgm) and had backup therapy but not on hand. No reported symptoms, injury, or adverse physiological effects. Outcomes included interruption of insulin delivery and the need for device replacement, with the original device expected to be returned. Investigation included review of device logs and confirmation of alert behavior with guided troubleshooting. Investigation of this case revealed persistent software and motor communication faults that prevented normal operation and indicated loss of watertight integrity. It was concluded that the device malfunctioned, necessitating replacement and user transition guidance.